Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the ceramic dissolved. The procedure completed successfully and nothing remained inside the patient.

Event description:
It was reported that the ceramic dissolved. The procedure completed successfully and nothing remained inside the patient.

Manufacturer narrative:
Alleged failure: while coagulating part of the ceramic dissolved. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be the seal around the ceramic potentially breaking off during use which may be confuse to a piece of ceramic. Excessive force used when inserting of removing the probe, a probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects will contribute the seal detachment. The probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.